Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous, concentric and heavily calcified mid right coronary artery that was 100% stenosed. An unspecified guide wire was advanced to the lesion, and then an attempt was made to advance a 1.2 x 8 mm traveler balloon dilatation catheter (bdc). However, the device failed to cross the lesion due to the anatomy and met resistance with the anatomy during removal as well. The bdc was removed independently and was replaced with a non-abbott bdc. However, this device also failed to cross the lesion. The procedure was then completed without further treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.